Manufacturer narrative:
The patient's weight was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that yellow wrench on mobile power unit (mpu) was observed. The mpu was replaced. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench on the mpu was confirmed during the technical service evaluation on 17 feb 2022. Analysis isolated the fault to the main printed circuit board and power supply. Replacing the main pcba and power supply resolved the issue and restored the device's functionality. The repaired unit (B)(6) was returned to the customer site. However, the ppe group analysis performed on the faulty main pcba and power supply was unable to identify any functional issue. Ta test system controller was connected to the mpu, and a test pump was connected to the controller. The system-initiated operation with no active alarms, and the system operated for several hours with no alarms produced. Testing revealed that the returned power supply module (s/n (B)(6)) and main pcba (s-2021-33-0900) could support the test system controller and mock circulatory loop. No faults or anomalies were observed. It should be noted that disconnecting the pcbs and re-connecting have the potential to resolve an observed issue. The specific cause of the event was unable to be conclusively determined. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including all mpu alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ provides the user with checklists to assist the user in performing routine maintenance of the heartmate 3 left ventricular assist device. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Mobile power unit, (B)(6), was shipped to the customer on 02dec2021. No further information was provided. The manufacturer is closing the file on this event.